Event description:
It was reported that a broken screw was discovered during a revision surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of information provided concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct.